Manufacturer narrative:
Section d9 device available for evaluation? (Do not send to FDA) : yes section d9 returned to manufacturer : 24 jun 2021 section h3: device evaluated by manufacturer? Yes device evaluation: the preloaded unit was returned for evaluation. The product returned with packaging components (folding carton and outer) preloaded system pcb00. Visual evaluation was performed, and the lens was found out of the device, some viscoelastic and residues were in lens surface. No lens damage was found. Preloaded pcb00 system device was partially advance position. The cartridge tip was found damage/cracked. The complaint issue reported ¿lens damage¿ issue was not verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity, information unknown not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted, therefore, not explanted. (B)(6). Other: it was indicated that the device is not available to be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens in a preloaded device was bent and there was patient contact with the cartridge tip. Observed at the start of injection. Another lens was used instead. Further information stated no patient involvement. The patient is noted as fully recovered. The product is indicated as not available. No further information provided.